Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 59 mg/dl at the time of the incident. The customer was at 108 mg/dl at the time of admission. The customer used sugary drinks and sweets and was given d50 to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Customer got a compromised force sensor system alarm and believes the pump over dosed them with insulin. The pump's drive support cap was sticking out. Troubleshooting was completed. The insulin pump will not be returned for analysis.